Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a secondary left lumbar discectomy procedure on (B)(6) 2024 and topical skin adhesive was used. Patient had contact dermatitis to the adhesive used to close his incisions. Patient had welts, pain, redness, itchy, oozing and swelling. Patient stated it looked like there was a baseball on their lower back around where the tag of your jeans would be. Patient used clobetasol propionate steroid cream they had then the surgeon prescribed prednisone. Reaction currently feels like course sandpaper. Additional information has been requested.